Event description:
Add'l info rec'd from MFR 4/6/01: following conversations with rptr, the facility had determined that customer usage caused the first and second degree burn to the pt. When the pt in ICU was turned, the ventilator tubing remained beneath the pt, causing the burn on the shoulder. The facility has purchased tubing hangers and has written a procedure entitled "vent tubing burn prevention" to reduce the possibility of this type of incident occurring again in the future. No mfg defects were noted with the heater, which was placed back into svc at facility following the incident. Hudson rci has closed this report with no further investigation required.

Event description:
Ventilator tubing behind pt caused burns to back.